Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the mid right coronary artery (rca). A 10/3.50 flextome cutting balloon was selected for use. During the procedure, after the flextome was delivered, it was noted that the balloon failed to inflate and backflow of blood was observed. Furthermore, it was noticed that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.